Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep no cassette was verified. The event log did not show any related errors. The downstream occlusion sensor will be replaced. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had double beep no cassette error. No reported adverse effects.